Event description:
Patient reported that their existing machine is running hot and is not functioning as powerfully as it should. Unknown if patient missed a dose; unknown if patient experience adverse event; unknown if device on hand for return; unknown if md is aware ; no further information provided ;unknown of lot/expiration.